Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and reach out to a healthcare provider for long-acting insulin. Tandem technical support arranged for a replacement pump with updated software and provided instructions for storage mode and returning the defective pump.